Event description:
Caller states that the customer tested at 116mg/dl and took 46 units of nph insulin. She states that approximately 3.5 hours later the customer tested hi. Nintey minutes after this hi result, customer was found unconscious. The paramedics were reportedly called and tested customer at 27mg/dl on their device. She was transported to the hospital where she was given an IV, contents not provided. She was released the same day. No valid quality controls were used. Requested return of suspect device and replacement was sent.